Event description:
The customer reported that the mx40 and piic ix did not alarm for low spo2. The low spo2 alarm was set at 85 but the device was reading 83 and did not alarm. There was no pt harm reported.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.